Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage underwater were performed, and it was noted that there was leak at the second y-site clearlink. An autopsy was performed on the second y-site clearlink and a hole in the gland was observed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked medicine from the y- site (next to the roller clamp). The issue occurred during the infusion of intravenous immunoglobulin (ivig) and a small amount of medication was lost in the process. A cap was put on the leak to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.